Event description:
On (B)(6) 2011, pt reported her blood glucose will elevate on the second day of using the infusion headset. When the headset is removed, the cannula is bent in an "l" shape. Blood glucose has elevated to 275-500 mg/dl, and target blood glucose is 150 mg/dl. This concern has been ongoing for approximately 3 weeks, and pt has changed the infusion set, bolused, or given an insulin injection as treatment for hyperglycemia. No errors were received on the infusion device. There have been no leaks of insulin in the system, and there is no infection, irritation, or scar tissue at the infusion sites. Infusion set insertion device is used to insert the headsets. Infusion sets were replaced with a different type and requested for eval. The pt did not require treatment from a health care professional or second party to address the issue. F/u was provided by pt on (B)(6) 2011. Pt received the new infusion sets and was currently experiencing a blood glucose of 300 mg/dl due to eating cake. F/u was completed later the same day. Blood glucose was 191 mg/dl which was "ok for her".